Event description:
It was reported by the sales rep that during a total hip revision procedure, an attachment ejected a bur; the bur became lodged in the femoral canal. Due to the location of the bur, the surgeon left the bur in place and completed the case. The doctor reported to the sales rep that the pt had very hard, sclerotic bone.

Manufacturer narrative:
The attachment involved in the reported event was evaluated. During the evaluation, the technician was unable to duplicate the reported event; the attachment performed within specifications.